Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was damaged and that the cap would not attach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, no damage was observed to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.